Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation and pt x-rays were not included. Dislocation could be due to (but not limited to) one or more of the following: improper shell size selection, incorrect component positioning, femoral component impingement, pt anatomy prone to dislocation, improper anatomical position assumed by pt. However, the exact cause of dislocation cannot be determined with certainty at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009, and that the pt was revised two months later, due to dislocation.